Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found split tubing at port 5 of the lower sheath line on the flow cell. The fse replaced the tubing that fixed the leak and corrected the vcs failure. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
The customer contacted beckman coulter (bec) reporting that while trying to troubleshoot a volume, conductivity, scatter (vcs) failure they found a leak around the laser on the coulter lh 780 hematology analyzer. The volume of leak was 2¿3 mls and was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.